Manufacturer narrative:
Follow-up # 1 - date of submission 09/10/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2013 with the following findings: during evaluation, the display lens was found to have multiple scratches; however, the display can be viewed clearly.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display screen on the pump is very scratched and it is very difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.